Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose (bg) level was over 500 mg/dl. A manual injection was administered, supply changes were performed and a correction bolus via the pump was delivered to address bg level. During one event, the customer required assistance administering the manual injection due to bg level experienced. Supply changes were performed resolving the occlusions.